Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of right inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2010 - the patient underwent an additional surgery to remove the defective 3dmax, which allegedly failed and was infected. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of right inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery to remove the defective 3dmax, which allegedly failed and was infected. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2010: patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with 3dmax mesh. Per the operative notes, "direct hernia was adequately reduced. A large 3dmax mesh for the right side was then passed into the preperitoneal space and secured." On (B)(6) 2010: patient was admitted to hospital due to purulent drainage from the open wound with pain, enterocutaneous fistula and was diagnosed with cellulitis of the abdominal wall with a seroma. On (B)(6) 2010: patient was diagnosed with fistula, infection, redness, thereby underwent exploratory laparotomy with ileocolic resection and mesh removal. Per the operative notes, "mesh had eroded through the peritoneum and laying directly on the cecum with a necrotic area. The mesh was peeled off the bladder and the inguinal ligament. The entire field was very inflamed.¿ attorney alleges that the patient had adhesions, bowel obstructions and removal, fistula, infection and pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of 3dmax mesh, patient had fistula, infection, seroma, necrosis, purulent discharge, mesh erosion thereby underwent mesh removal. Per the op-notes, ¿mesh had eroded through the peritoneum¿. The instructions-for-use supplied with the device identify seroma and fistula as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.